Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial lead exhibited loss of capture and p wave amplitude variation. It was noted that the lead was dislodged. During lead revision procedure the lead helix was not able to extend or retract. The lead was explanted and replaced. There were no patient conseqeunces.